Manufacturer narrative:
Received 2 opened irrigation syringes. The reported event was confirmed with an unknown cause. During the visual inspection, it was noted that foreign material was found on the neck of the bulb inside the barrel and also on the top of the green bulb; the foreign material exceeded 0.6mm. The syringe bulb was cleaned up with alcohol in order to remove the foreign material and it was possible to be removed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "irrigation syringe bulb type non sterile" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a brown substance was found on the inside and out side of the syringe. Additional information has been requested, and not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a brown substance was found on the inside and out side of the syringe. Additional information has been requested, and not yet received.